Event description:
It was reported that using a radial artery access approach during a procedure of the posterior descending artery (pda) the balance middleweight (bmw) guide wire was advanced but could not cross the leison. An asahi miracle bro guide wire was used as a buddy wire and the bmw was advanced successfully across the lesion. It was noted that the bmw was removed from the anatomy, however, 6-8 inches of the distal guide wire was missing and had detached. The separated fragment were successfully removed from the anatomy using a snare device without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction-it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, no corrective action will be implemented in this case, as there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and 12 unused sterile devices from the same reported part/lot number were returned for analysis. There was no damage or anomalies noted to the sterile/unused guide wires. The separation of the used device was able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.